Manufacturer narrative:
No kinks were observed on the exposed portion of the soft cannula during investigation. Inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. Data extracted from the device showed no timeouts or drive stalls.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod dash insulin management system ¿ user guide:  model: 18320,  18296-eng-aw rev b 06/18. Blood glucose readings:  chapter 4 / page 56.  Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), patient noticed pod was leaking and the cannula was found bent. As treatment, a new pod was applied and a bolus was delivered.